Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during training for their new lateral paramedics, the autopulse platform (sn (B)(6) stopped compressions every 5-10 seconds, accompanied by multiple error codes. The autopulse platform could not deliver more than 30 seconds of compressions while using the zoll manikin. The customer stated that the platform displayed user advisory 45 (not at "home" position after power-on/restart), user advisory 02 (compression tracking error), a "low battery" warning, and shutdown despite replacing the battery with a fully charged one from the charger. The customer used a training lifeband and a standard lifeband, without success. Fully charged batteries were used, yet the autopulse still displayed the "low battery" warning. After the autopulse paused, it restarted compressions, then stopped with a message to replace the battery. It then displayed user advisory 02 and user advisory 17 (max motor on-time exceeded during active operation). The customer was unable to clear the advisory messages. No patient involvement.

Manufacturer narrative:
Sections d9, h3, h4 and h6 were updated. The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 17 (max motor on-time exceeded during active operation) was confirmed during archive data review and functional testing. The root cause of the ua17 was the defective drivetrain motor, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in may 2021 and is almost 5 years old. The reported complaint that the autopulse platform displayed "low battery" warning and shutdown despite using a fully charged battery was confirmed in the archive data, but it was not replicated during functional testing. The likely root cause of the device displaying "low battery" warning and shutting off unexpectedly was determined to be related to the defective power distribution board (pdb), likely attributed to the device's aging. The reported complaints that the autopulse platform displayed user advisory 02 (compression tracking error) and user advisory 45 (driveshaft not at "home" position after power-on/restart) were confirmed in the archive data but did not replicated during functional testing. A review of the archive data showed that the autopulse platform stopped compression three times due to user advisory 17 (max motor on-time exceeded during active operation) around the reported event date, confirming the reported complaint. Archive data also indicated that two fully charged batteries were used during the event. However, the platform powered off on its own several times, followed by warning 1 (low battery warning) while both batteries were still active, confirming the reported complaint. Despite these interruptions, the platform powered on and resumed compression. Multiple user advisory 02 (compression tracking error) and user advisory 45 (driveshaft not at "home" position after power-on/restart) were also recorded, confirming the reported complaint. The archive data revealed that the load sensors did not detect the expected increase in load. It also showed that the user was using various weights on the platform. When the weights were too light during take-up, ua02 advisories appeared. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform failed the preliminary functional test as it ceased operation after a few compressions due to user advisory 17 (max motor on-time exceeded during active operation), confirming the reported complaint. The motor was on for too long during active operation, and the autopulse did not achieve the target compression depth within the specified timeframe. The root cause of ua17 was identified as the defective drivetrain motor, which will be replaced to resolve the issue. Moreover, the defective power distribution board (pdb) will be replaced to address the reported complaint of the platform triggering warning 1 (low battery warning) and shutting down unexpectedly. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number sn (B)(6).